Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to deploy and open at the distal end. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the rt-ic-c3 with a max diameter of 9 mm and a 5.3 mm neck diameter. It was noted the blood vessel diameter was 4.4 mm distally and 5.1 mm proximally. Vessel tortuosity was strong, dual antiplatelet therapy (dapt) was performed, and the pru level was 210. It was reported that this product was guided to the mca, and the phenom27 was unsheathed, with deployment initiated from m1. However, although approximately 2/3 of the product (ped) was deployed, the distal end did not open at all. After about 5 attempts at resheathing, deformation was observed at the distal end, so retrieval was performed. There was deployment failure at the distal stent region. The pipeline was located at the center of the blood tortuosity and more than 50% of the pipeline had been deployed before failure occurred. The pipeline was reseheated 3 or more times. Resistance strength was used to help deploy the stent, the dac was advanced as far as possible, and resheating perform. The stent was removed from the patient's body and all devices were prepared as indicated in the package insert. No patient complications were associated with this event. Ancillary devices include a fubuki6fr guiding sheath guide catheter, phenom microcatheter, chikai14 guidewire.

Event description:
Additional information received. The pipeline had been placed in a vessel bend when it failed to open. The cause of the failed deployment was not determined. However, it was reported that deformation of the tip of the pipeline was identified as one of the causes.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.